Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, citing a monitor issue. The device was not in clinical use at the time the issue was discovered, and no patient impacts or injuries were reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The reported issue was a monitor problem, which was ultimately caused by the customer's lack of familiarity with the device. However, upon investigation, it was found that there was no actual problem with the device, and no specific actions were taken to resolve the reported issue as it was determined to be user-related rather than a technical problem with the monitor. Based on available information and testing, the reported problem was confirmed to be attributed to user error. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was due to user error, leading to the case's closure with no fault found in the monitor. The investigation concludes that no further action is required at this time, but the complaint file will be reopened if additional information is received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device prompts that the discharge failed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.